Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to capture the polyp but the snare loop failed to extend. The device was removed from the endoscope and the physician manipulated the device outside the patient but the loop still failed to extend. It was reported that ¿the metal part of the handle was broken.¿ the procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle cannula was instead bent and not broken as originally reported. Functional testing could not be performed due to the handle cannula being bent. The complaint was confirmed, the handle cannula was bent. This condition does not allow the device to be actuated. However, handle cannula bent is contrary to what was originally reported. There were no kinks nor bends found on the device. Therefore, the review and analysis of all available information failed to indicate a definite root cause of this complaint.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to capture the polyp but the snare loop failed to extend. The device was removed from the endoscope and the physician manipulated the device outside the patient but the loop still failed to extend. It was reported that ¿the metal part of the handle was broken.¿ the procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.